Event description:
It was reported that there was no saline in the lens vial and the lens was hard to fold. When the doctor tried to fold the lens he observed marks on the optic of the lens. The lens was not implanted.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of investigation.